Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. Vascular access was obtained via the right femoral artery. The 3.0x22mm , concentric, de novo and 95% stenosed lesion being treated was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The lesion was pre dilated using a 2.5x15mm maverick balloon. The physician advanced the 3.0x28mm promus element stent delivery system (sds) but was unable to cross the lesion. A 3.0x24mm non-bsc stent was then used to cross the lesion successfully. The lesion was then post dilated using a 3.0x15mm non- bsc balloon. There were no patient complications and the patient status was listed as "stable". However, the product analysis revealed stent damage. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Proximal stent struts on row 1 were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).